Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the battery was failing testing. There was reportedly no patient involvement. The service representative evaluated the device. It was determined that this was a malfunction of the battery. The customer to replace the battery. The device remains at the customer site and no further evaluation is warranted at this time.